Manufacturer narrative:
Calibration and qc were acceptable. A picture of the sample showed the gel layer had an irregular shape and the sample was slightly hemolytic; the blood clot was bleeding through the gel into the serum layer. This is an indication of sub-optimal sample quality. A general reagent issue can be excluded as the same sample was repeated with correct results using the same reagent. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer (fse) observed a liquid level detection (lld) error on the alarm trace. The fse straightened the bead mixer slightly. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result was < 18.35 pmol/l with a data flag. The sample was repeated twice with results of 476.6 pmol/l and 569.2 pmol/l. The sample was sent to another laboratory where the estradiol result from the alinity method was 1540 pmol/l. The questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(6).